Event description:
An olympus representative reported to olympus on behalf of the customer that the tracheal intubation fiberscope had a broken fiber. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the image guide coating was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that the image guide bundle has significant breakages, the indication on connecting tube has a disappeared area (1mm2 or more). Additional evaluation findings were as follows: the bending section cover has slack, the adhesive on the bending section cover has a chip, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to damage on channel tube, channel cleaning brush cannot insert smoothly, the connecting tube has a dent, and the connecting tube has buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported event occurred due to stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿<inspection of the endoscope> 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2).¿ olympus will continue to monitor field performance for this device.